Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. Short episodes of atrial fibrillation (af) were recorded in device memory, but no other episodes were present. Boston scientific technical services (ts) discussed how to set magnet mode to store a device electrogram (egm). No adverse patient effects were reported. This device remains in service.

Event description:
Additional information was received indicating that, per the physician, the syncope was caused by the patient's low blood pressure and was not device-related.